Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to hospital for right ventricular lead revision. It was noted that the rv threshold was high. During the procedure, there were no obvious abnormalities. The rv lead was replaced without complication.